Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. Evaluation also revealed a crack at the top of the battery compartment and a dim, discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/26/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the keypad cover was found to be torn off from the bottom of keypad, exposing the key contacts. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and evaluation revealed evidence of contamination under all of the key contacts. Evaluation also revealed evidence of a crack at the top of the battery compartment and a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).